Event description:
This case was reported on (B)(6) 2011 by a physician - local reference (B)(4). This case involves a (B)(6) female who was treated with poly-l-lactic acid (sculptra) one ampoule for rejuvenation in (B)(6) 2008 and (B)(6) 2009. During (B)(6) 2011, this patient experienced numerous lumps/nodules at the injection site of poly-l-lactic acid. Unspecified corrective treatment was provided due to the event. The outcome is unknown. The reporter assessed the event as serious and highly probable for the treatment with poly-l-lactic acid. Significant/relevant medical history: none relevant concomitant medications include hyaluronic acid and botulinum toxin type a (botox). Action taken: not applicable. Corrective treatment: unspecified treatment. Outcome: unknown. (B)(4).